Event description:
It was learned from implant patient registry that a 25mm pericardial valve in the pulmonary position was disabled via a valve-in-valve procedure after an implant duration of 9 years, 8 months due to leaflet thickening and increased gradients. The patient presented with sob and decreased exercise tolerance. A 26mm transcatheter valve was implanted. The patient outcome was stable. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Additional narratives: there can be several root causes of leaflet thickening, such as early thrombosis, early endocarditis, or svd. Leaflet thickening may lead to regurgitation or stenosis. Surgical/percutaneous intervention may be indicated or required. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H10: additional narratives. Updated d4, h4, and h6 per new information received. The most likely cause is patient factors, including pulmonary implant site and tof. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.